Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Two increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 1 of 2. The iipv occurred on (B)(6) 2010 during drain cycle 4. The recorded ultrafiltration was 1513ml. This volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both homechoice return instrument test / evaluation (rite) functional and electrical tests, meeting device performance specifications. The increased intra-peritoneal volume (iipv) identified in the device log was not duplicated during the product analysis lab evaluation. The cause was insufficient drain; one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the issue of iipv. Also, no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).